Event description:
It was reported that the pump eroded through the patient¿s skin. The patient was thin and the pump rubbed against his beltline. A small hole opened up in the incision. There were no other patient symptoms. The doctor explanted the entire system on (B)(6) 2014 with plans to re-implant at a future date. The system was discarded by the customer. Patient status at the time of the report was alive with no injury. The device system delivered fentanyl, dilaudid, bupivacaine and clonidine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n068190, implanted: (B)(6) 2006, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).